Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The patient underwent a laparoscopic repair of recurrent right lower quadrant incisional hernia with mesh. He had revision surgery 1 year and 5 months post-surgery. The patient experienced abscess, revision surgery, and pain.

Event description:
The patient's attorney alleged a deficiency against the device. Product was used for laparoscopic therapeutic treatment of a right lower quadrant incisional hernia. It was reported that after implant, the patient experienced defective device, disability, impairment, loss of enjoyment of life, abdominal pain, mental pain, recurrence, pain, weakened and attenuated musculature and tissue, scar tissue, dense adhesions, mesh migration, and abscess. Post-operative patient treatment included revision surgery with placement of mesh, adhesions taken down, and component separation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device. Product was used for laparoscopic therapeutic treatment of a right lower quadrant incisional hernia. It was reported that after implant, the patient experienced pain, recurrence, and abscess. Post-operative patient treatment included revision surgery.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device. Product was used for laparoscopic therapeutic treatment of a right lower quadrant incisional hernia. It was reported that after implant, the patient experienced pain, dense adhesions, mesh migration, recurrence, and abscess. Post-operative patient treatment included revision surgery.

Event description:
The patient's attorney alleged a deficiency against the device. Product was used for laparoscopic therapeutic treatment of a right lower quadrant incisional hernia. It was reported that after implant, the patient experienced pain, weakened and attenuated musculature and tissue, scar tissue, dense adhesions, mesh migration, recurrence, and abscess. Post-operative patient treatment included revision surgery, with placement of mesh, adhesions taken down, and component separation.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient's attorney alleged a deficiency against the device. Product was used for laparoscopic therapeutic treatment of a right lower quadrant incisional hernia. It was reported that after implant, the patient experienced failed incorporation, defective device, disability, impairment, loss of enjoyment of life, abdominal pain, mental pain, recurrence, pain, weakened and attenuated musculature and tissue, scar tissue, dense adhesions, mesh migration, and abscess. Post-operative patient treatment included medication, revision surgery with placement of mesh, adhesions taken down, open repair of incisional hernia, laparoscopic hysterectomy, bilateral salpingo-oophorectomy, lysis of adhesions, and component separation.